Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the (light emitting diode) led indicator was faulty. A green power-on/off led did not turn on. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.